Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break is confirmed; however, the exact cause is unknown. One photograph of a 2 fr per-q-cath was returned for evaluation. An initial visual observation of the photograph showed the catheter shaft was completely detached from the strain relief and hub of the catheter. The 0 cm depth marker appears to be almost 2 cm from the detached proximal end. No catheter segments could be seen protruding from the strain relief. No details of the break sites could be seen in the returned photograph. While the cause of the broken catheter could not be determined from the returned photograph, possible causes include excessive tensile (pulling) force, sharp instrument damage, stylet damage, and over-pressurization. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Event description:
It was reported that "an investigation was carried out with the members of the nursing team that participated directly in the patient care and manipulated the catheter and with the team that inserted it. The bard PICC 2fr was inserted in the morning of (B)(6) 2020 and presented a fracture in the morning of (B)(6) 2020. On the night of (B)(6) 2020 the pump presented an occlusion alarm which was resolved with a change in arm positioning, there was no attempt to clearing with washing. On the morning of (B)(6) 2020 the child's clothes were wet and the catheter ruptured. During insertion there were no difficulties to progress the catheter. It was with peripheral positioning after control radiography (externalization of 5 cm during dressing for fixation.) There were no obstacles in the infusion of medications during the day(B)(6) 2020. The pediatric inpatient unit team reports not having handled the catheter with syringe less than 10 ml."